Event description:
Initial reporter indicated that "during interrogations with patients they keep getting several retry interrogation messages and eventually completes interrogation after several attempts. Device has become unreliable." The programming wand was returned for product analysis. The serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death.